Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. Four days after the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with fortaz and vancomycin (dosages, routes, durations and frequencies not reported) for peritonitis. After four days of hospitalization, the patient was discharged. At the time of this report, the patient was recovering from the peritonitis event. The action taken with pd therapy was not reported. Additional information was requested but was not available at this time.